Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a wound underneath the front right electrode. It started as a rash and it got worse. The patient ended use with approval from their doctor due to the irritation. The outcome of the irritation is not known.